Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer reverted to an alternate method of insulin therapy. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.